Event description:
Hillrom received a report from a hillrom technician stating the bed had power cord damage: signs of arching on blade, the outlet plug end of blade shows signs of discolor. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the unit plug auxiliary outlet end blade had arching marks on it and needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed nov 8, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the auxiliary outlet plug to resolve the issue. Based on this information, no further action is required.